Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of a mach 1 guide catheter with no original packaging or other devices. There was a portion of the distal tip that was missing. A thorough inspection of the remainder of the device revealed no other damage or irregularities. The inner diameter (ID) was measured at the distal tip and the proximal end and met specifications. Functional testing was not possible because the rotablator device used in the complaint event was not returned with the mach1. Although, functional testing was not performed, the maximum inner diameter of the mach1 met specification. There was no evidence of any material or manufacturing deficiencies contributing to the tip damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The reported information indicated that a 2.25mm rota burr device was advanced through the 8f mach1 guide catheter and the physician heard a metallic clang immediately after starting the rotating and the rotation speed didn¿t increase. The investigation of the related complaint concluded that per the rotablator dfu a guide catheter with an inner diameter of .004¿ greater than the largest burr used in the procedure is to be selected and recommends using a guide catheter with an internal diameter of 0.093¿ for the 2.25mm burr. The mach1 guide catheter has smaller internal diameter and may have resulted in the reported events. The mach1 instructions for use (IFU) includes the following precaution related to compatibilty, ¿check the labeled diameter of both the therapeutic device and guide catheter prior to use to ensure compatibility.¿ it appears likely that the incompatibility of the mach1 and the rotablator device contributed to this complaint. The root cause is determined to be user/use error. (B)(4).

Event description:
It was reported that during a rotational atherectomy treatment procedure, the distal tip of the guiding catheter was scraped. The 80% stenosed target lesion was located in the in the severely calcified left main trunk. During ablation, a metallic clang was heard immediately and the rotational speed did not increase. The model-8f mach 1 cls4 sh guiding catheter and rotalink were removed outside the patient and the distal tip of the guiding catheter was noted to be scraped. The procedure was completed with another same device. No patient complications were reported and patient's status is good.